Event description:
Boston scientific received information that this right ventricular lead exhibited high out of range impedance measurements of greater than 2000 ohms along with oversensing of noise that was able to be reproduced with isometrics. There was no pacing inhibition. The cause of the out of range impedances and noise was unable to be determined. Thus a revision procedure was performed. When the physician was extracting the rv lead, a perforation occurred which led to an emergency pericardiocentesis and cardiopulmonary resuscitation being performed. Thus the rv lead was surgically abandoned and the previous right atrial lead was moved to the rv due to no access on the left side and the patient's status. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.